Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803202, cocr femoral head, 61530640; 00784802201, modular neck bb 12/14 neck taper, 61851037. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00552. Product location unknown.

Event description:
It was reported by the patient's legal counsel that the patient underwent a right total hip arthroplasty. Subsequently, the patient was revised due to metallosis, corrosion, pseudo tumor, pain, and instability. Intraoperative findings included: necrosis of the abductors, adverse local tissue reaction consistent with metallosis and metal debris in the tissue, metallic debris in the abnormal tissue around the acetabulum, and blackened corrosion at the head/neck junction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.